Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (30.0 mg/ml, 11.02 mg/day) and baclofen (1200.0 mcg/ml, 440.5 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was alarming. The patient was in consultation with a healthcare professional (hcp) who checked his pump; all of a sudden the pump alarm went off. It was 2 beeps every 15 minutes. The patient was concerned because he didn't have a doctor he could see regarding the pump alarming, and needed someone to read the pump to confirm if it was malfunctioning or not. The patient got the pump filled (B)(6) 2018, and his alarm date was (B)(6) 2018. The patient noted the alarm may have sounded like the critical alarm. He would follow up with a hcp to get the pump checked. The pump had stalled, and within 4 hours he was in surgery for a replacement. No further complications were reported.